Event description:
On (B)(6) 2022, genmark was advised of an unexpected positive result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. Two additional eplex rp2 runs on (B)(6) 2022 and (B)(6) 2022 resulted in no targets detected with no signal for sars-cov-2 on either test. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the discrepant eplex rp2 run suggesting the consumable performed as expected. The same sample was tested using an unspecified biofire assay, which resulted negative for sars-cov-2, and no additional targets were detected. Furthermore, genmark was advised that the eplex rp2 negative results were communicated to the physician and patient treatment was not impacted by the eplex rp2 positive result.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91219784 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).